Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the tip came out from the front of the lead during the procedure. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.